Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, service observed the objective lens had dust particles, causing the image to be blurry. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use. Warnings and cautions: the device evaluation also found a cut on the light guide tube boot on the scope connector side. Per the legal manufacturer, this device issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoscope image from the subject device was poor. The issue was found during reprocessing. The subject device was returned to an olympus service center for evaluation.